Event description:
The user reported a changing/deteriorating hearing impression and underwent a re-positioning surgery on (B)(6) 2025 because of an electrode migration. Not all channels could be reinserted during revision surgery.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to a post-operative migration of the electrode out of cochlea. In addition, one channel was left outside of cochlea at the time of implantation. A re-insertion surgery was carried out successfully, however, not all channels could be reinserted. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a changing/deteriorating hearing impression and underwent a re-positioning surgery on (B)(6) 2025 because of a suspected electrode migration.